Event description:
Surgeon tried to use ethicon 45 articulating linear cutter for laparoscopic appendectomy but device would not cut and malfunctioned. A second device was opened. Echelon 45 articulating linear cutter.